Event description:
This complaint is now reportable based on the analysis completed on 04/30/2009 . It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the 80% stenosed lesion of the mildly tortuous, mildly calcified proximal lad (left anterior descending). No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that both the distal and proximal edges of the stent were damaged. The struts on the stent from the distal edge were raised distally and the struts on the stent from the proximal edge were raised proximally. A visual examination revealed that the balloon had been partially inflated causing the stent damage. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A 0.015 inch sized product mandrel was inserted through the lumen with no restrictions noted. No add'l product analysis or external evaluations were performed. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).